Event description:
An optometrist reported a foreign body was found under flap after lasix surgery. Pt was asymptomatic. Pt was referred to surgeon for flap lift and rinse procedure. Flap was clear after treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 08/09/2013. The MFR internal ref number is: (B)(4).